Event description:
The inserter was been broken during the operation on (B)(6) 2012. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. This investigation report indicates that the shaft of the inserter broke off. Visual inspection of the device found marks of heavy hammer blows at the top of the inserter and the plastic handle was worn out and damaged. Based on these findings, excessive use of this device caused the breakage. Within the technique guide, it is states that gentle blows on the t piece should be avoided. If higher forces are necessary, the hammer guide 359.218 can be used. This device has been subjected to normal wear and tear over the years. A review of the device history record revealed that the device was manufactured within accordance to its specifications and no product fault could be detected.